Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the console generated multiple autofill failure alarms. The customer switched out the console when it first started alarming, but this did not solve the problem. For the last 16 hours in the ICU, the alarm had been increasing in frequency from approximately every hour to every 15 minutes. The pump had been in standby for 17 minutes. The customer was able to resolve the issue by hyperextending the femoral insertion site with a blanket roll and adducting the leg. The console was able to complete a fill and continued to pump without alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the console generated multiple autofill failure and gas loss alarms. The customer noted having to perform manual refills. They switched out the console when it first started alarming, but this did not solve the problem. For the last 16 hours in the ICU, the alarm had been increasing in frequency from approximately every hour to every 15 minutes. The pump had been in standby for 17 minutes. The customer was able to resolve the issue by hyperextending the femoral insertion site with a blanket roll and adducting the leg. The console was able to complete a fill and continued to pump without alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated sections - initial report sent to FDA, weight, date of birth. Additional reporter: (B)(6), risk manager. Additional event site email: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing near the y-fitting approximately 76.5cm from iab tip. The reported problem was most likely triggered by a leak in the catheter tubing near the y-fitting. The potential root cause has been determined to be a micro-nick on the catheter tubing, which is a manufacturing issue. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).